Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer has reverted to pen and needles, experienced low blood glucose level. The insulin pump also alarmed motor error and experienced low blood glucose of 32 mg/dl or 35 mg/dl back in (B)(6). The call disconnected and call back were unsuccessful. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.